Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. In addition the recipient is no longer within indication criteria for bonebridge. However to determine an exact root cause, device investigation of the explanted device would be necessary. Re-implantation with a cochlear implant is considered but no date has been scheduled due to insurance issues. This is a final report.

Event description:
No hearing performane with the device was reported. Reimplantation is considered.

Event description:
No hearing performane with the device was reported since (B)(6) 2023 .

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.